Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed with no anomalies found. (B)(4).

Event description:
It was reported that prior to an implant procedure, the device was interrogated and the remaining longevity was 1.4 years. It was also noted that the ventricular fibrillation (vf) detections were inadvertently turned on a few months prior, thus depleting the battery. The device was not used. There was no patient involvement.